Event description:
It was reported seven months post successful coil embolization procedure of asymptomatic unruptured giant aneurysm, the patient developed symptoms of incontinence, cryptic behavior and slurring of words. The patient was subsequently diagnosed with normal pressure hydrocephalus following magnetic resonance imaging (MRI) along with the lumber puncture. Recanalization was noted near the neck of the aneurysm. The aneurysm was also noted to have grown approximately 1 mm from its original size. No abnormalities were noted at the area of previous aneurysm coiling. The patient's current condition has reportedly improved.

Manufacturer narrative:
(Other): for hydrocephalus and recanalization of the aneurysm. (Other): for no allegation of device malfunction or non conformance. Conclusion (other): for anticipated procedural complication. Additional information regarding the event was requested and the following was determined; there were no difficulties encountered during the procedure. Coil embolization was successfully completed, resulting in optimal embolization without any complication. The physician did not allege any malfunction of any device for this procedure. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Symptoms of neurological deficits are known risks and anticipated complication to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.